Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a shaft fracture occurred. The target lesion being treated was located in a severely calcified unknown vessel. Rotational atherectomy was performed with a rotablator device. A maverick balloon catheter was then advanced for post-dilation. The atlantis sr pro imaging catheter was than advanced for intravascular ultrasound (ivus). After the second ivus run the physician noted that the tip of the catheter was broken. The atlantis catheter was removed intact and it was noted that the broken tip remained attached to the catheter. The procedure was completed with the deployment of 2 unknown stents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).